Manufacturer narrative:
It was reported by the facility that a cold pack leaked and a child ingested the contents of a cold pack. Per the facility nurse, the cold pack was activated by the nurse by squeezing the cold pack in the center between two hands prior to being applied to the child's forehead. Reportedly, after the cold pack was applied to the child's forehead the contents of the cold pack leaked at the seam onto the child's face and down into the child's mouth. The nurse reported that the child ingested the contests of the cold pack after which the facility consulted with the poison control center. The poison control center recommended to have the child consume several glasses of water however according to the nurse the patient was on fluid restrictions due to an unrelated medical condition. The medical treatment team decided that since the child ingested such a small amount of the cold pack content the patient would stick to the current fluid restrictions and continue to be monitored during the current hospitalization for the unrelated medical issue. The sample was returned for evaluation and the customer reported issue was confirmed. The leaking content was seen from a very small pin hole that was observed on the cold pack. The root cause was found to be due to a sharp object puncturing the pouch. No additional information is available. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that a cold pack leaked and a child ingested a small amount of the contents.